Event description:
It was reported that a clearlink system solution set had under-infused an unspecified drug. The set was being used with a sigma pump and solution remained in the bag after infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.